Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were use in the same procedure. It was reported to boston scientific corporation on november 6, 2018 that two flexiva 200 tractip laser fibers were used in a cystoscopy, left ureteroscopy, laser lithotripsy, stone manipulation, stent placement procedure in the left ureter performed on (B)(6) 2018. According to the complainant, during procedure, an internal cracked was noted on the body of laser fibers upon connecting to the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h10: investigation result: one flexiva 200 tractip laser fiber was returned broken into three pieces, confirming the complaint. The first piece measured approximately 20.1 cm from the top of the connector to the break. The second piece measured approximately 88.8 cm from the break to the break. The third piece measured approximately 209.7 cm from the break to the distal tip and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip is unused. The cause code for this event is manufacturing deficiency. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a cystoscopy, left ureteroscopy, laser lithotripsy, stone manipulation, stent placement procedure in the left ureter performed on (B)(6) 2018. According to the complainant, during procedure, an internal cracked was noted on the body of laser fibers upon connecting to the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.